Event description:
Report 9 of 10: it was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing causing blood leakage. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.2. Additional medical device types: jka. D.3 common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
Report 9 of 10: it was reported while using bd vacutainer® push button blood collection set, 1 device had holes in the tubing causing blood leakage. There was no health impact or consequences reported.